Event description:
On (B)(6) 2010, pt reported, there are tiny air bubbles in the infusion set tubing. Pt stated, the air bubbles formed while priming a new infusion set. On call back to pt on (B)(6) 2010, pt reported there were tiny air bubbles in the infusion tubing, which she noticed when she woke up in the morning. Pt stated, the infusion set was changed 2 days prior to the air bubbles appearing in the tubing. Pt reported the infusion set had not become disconnected from the infusion adapter. Pt stated, the infusion adapter had been changed on (B)(6) 2010. Pt reported, she connected the new infusion set to the insulin infusion device and the issue no longer exists. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.